Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed, the reported low transmitter battery was confirmed. Upon further review of the log a failed transmitter error was observed within the investigation window. The allegation was confirmed. The root cause was determined to be low transmitter battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low transmitter battery occurred. Data was evaluated and the allegation was confirmed. In addition, a failed transmitter error was present in connection to the reported allegation. The root cause was determined to be low transmitter battery voltage. No injury or medical intervention was reported.